Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the front-end board and the power management board. The fse performed a full preventive maintenance (pm) with calibration, safety, and functionality checks to factory specifications. The iabp was returned to the customer for clinical service. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1162 rev a, sn: (B)(6) swemco power management board pn: 0670-00-1164 rev a, sn: (B)(6) htc front end board. These parts were received with a reported unit failure message of system not powering on. Performed visual inspection of these parts received and found out that on front end board temperature sensor pin broken. Power management board looks to be in good condition. Due to broken temperature sensor pin on front end board, the fat dept. Can not be investigated this board with cardiosave test fixture. Installed power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Unit was not turning on for testing. The fat dept. Verify the failure message of system not powering on. Power management board failed testing. Retaining both board in the fat dept. Per procedure. Due to broken temperature sensor pin on front end board and old part revision of power management board both boards are not going to supplier for further investigation.

Event description:
It was reported that during a repair for a non-related issue performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not powering on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.